Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient has been experiencing dizziness lately and it was determined that the right ventricular (rv) lead was t-wave oversensing (twos). The rv lead was reprogrammed and remains in use. The patient is enrolled in the adapt response clinical study. No patient complications have been reported as a result of this event.